Event description:
It was observed that during the device evaluation, the videoscope exhibited dirt on the objective lens and the screen turned black with no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: dirt on objective lens; however, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.